Event description:
It was reported that the insulin pump is stuck in prime/rewind loop. The blood glucose reading is 136 mg/dl. Customer unable to exit the "preparing to prime" loop. Customer did not receive the second set of beeps and numbers on display. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump unable to prime during prime test due to faulty force sensor. Insulin pump received with minor scratches on display window, cracked display window corners and cracked reservoir tube lip.